Event description:
Customer indicated the glucocard vital meter was giving variable readings. Customer was having low sugar when she was sleeping and it woke her up. She felt like her blood sugar was low because she was seeing black and blue so she tested and got 50 mg, which she felt was correct because her symptoms matched the low reading. She drank orange juice and about 30 minutes later she took another reading to check her blood glucose and the meter registered 550 mg. She tested again received 222 mg then 122 mg. She felt better after drinking the orange juice and felt the 122 mg was correct, but she did not like how the meter read 550 mg and 222 mg then 122 mg. She did not take any medication. Verified the customer is not receiving oxygen therapy. She stores meter and strips in her bedroom and opened strips the end of (B)(6) 2014. Seals bottle cap tightly and immediately after removing a strip. Washes hands with soap and water then use alcohol, allowing hands to dry thoroughly. She is using fingers as a testing site. No changes in her diet exercise, stress or medications. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.